Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented for a routine follow up. The device exhibited backup vvi upon interrogation. The patient had had an MDR about 3 months prior to the follow up. A download successfully resolved the backup operation.